Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a 39-year-old female patient who had essure inserted (lot no. C64471) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced dizziness (seriousness criterion intervention required), fatigue ("very intense fatigue"), pain in extremity ("pain in arm"), arthralgia ("pain in elbow"), rosacea ("intense rosacea") and headache ("head in a vice all the time"). The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, pain in extremity and arthralgia were resolving. The outcomes for dizziness, rosacea and headache were unknown. No causality assessment was received for essure with regard to fatigue, pain in extremity, arthralgia, dizziness, rosacea or headache. The reporter commented: patient¿s current status: pace of life slowing down. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 12-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a 39 year-old female patient who had essure inserted (lot no. C64471) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced dizziness (seriousness criterion intervention required), fatigue ("very intense fatigue"), pain in extremity ("pain in arm"), arthralgia ("pain in elbow"), rosacea ("intense rosacea") and headache ("head in a vice all the time"). The patient was treated with surgery (to remove essure). At the time of the report, the fatigue, pain in extremity and arthralgia were resolving. The outcomes for dizziness, rosacea and headache were unknown. No causality assessment was received for essure with regard to fatigue, pain in extremity, arthralgia, dizziness, rosacea or headache. The reporter commented: patient¿s current status: pace of life slowing down. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Lot number: c64471 UDI:(B)(4). Production date2014-06-10. Expiration date2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.